Event description:
Per importer's MDR: via email, the s hook at the handle detached from the chair. Facility contacted maintenance to reattach it and tighten the s hook slightly. Facility states there are no visible signs of damage to the chain, hook, or grab handle, but facility is concerned that this could occur again or that metal could be compromised.

Manufacturer narrative:
There is no way to know whether this device was manufactured by foshan r. Poon medical products co., ltd. Since there was no model number provided and the device was not returned for evaluation.